Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) went in for a revision because the ipp was not working, fluid loss was noted. During the procedure, the urethra was perforated and the procedure was cancelled. There were no additional patient complications.